Manufacturer narrative:
Visual analysis of the device found that the basket/wire assembly was the only component return. The basket wires were found to be bent and unevenly spaced, and the tip was intact. The pull wire was broken from the distal crimp. Further analysis found the pull wire to be necked down and broken into "v" shape indicating that the wire had most likely sheared apart. It is possible the basket was too small for the stone which could have caused the damaged pull wire. Although it cannot be determined precisely how the pull wire failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause is "operational context". The manufacturing batch record review found that the device met its material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and there is not enough information to determine that the device was not used in accordance with the dfu.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the ercp procedure a 2x2 cm stone was found in the common bile duct. A sphincterotomy was performed, and a trapezoid¿ rx basket was used to successfully capture the stone. The physician attempted to remove the stone however, the stone was too large to pass through the papilla. An alliance handle was then used in conjunction with a trapezoid¿ rx basket in an attempt to crush the stone, however, the handle cannula broke leaving the stone trapped inside the basket. A sohendra device was used to facilitate the crushing of the stone, but the pull wire of the trapezoid basket broke. The basket with entrapped stone was left inside the patient and the procedure was not completed. The patient was transferred to the ward and was scheduled for another ercp procedure on the following day. On (B)(6) 2015 a second ercp procedure was performed. The basket and stone were successfully removed from the patient. Two days after the second procedure, the patient was released from the hospital. The patient's current condition was reported to be ¿healthy and stable.¿

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the ercp procedure a 2x2 cm stone was found in the common bile duct. A sphincterotomy was performed, and a trapezoid rx basket was used to successfully capture the stone. The physician attempted to remove the stone however, the stone was too large to pass through the papilla. An alliance handle was then used in conjunction with a trapezoid rx basket in an attempt to crush the stone, however, the handle cannula broke leaving the stone trapped inside the basket. A sohendra device was used to facilitate the crushing of the stone, but the pull wire of the trapezoid basket broke. The basket with entrapped stone was left inside the patient and the procedure was not completed. The patient was transferred to the ward and was scheduled for another ercp procedure on the following day. On (B)(6) 2015 a second ercp procedure was performed. The basket and stone were successfully removed from the patient. Two days after the second procedure, the patient was released from the hospital. The patient's current condition was reported to be "healthy and stable".